Event description:
Pt revised because of osteolysis and polyethylene wear.

Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. There is however, nothing that appears excessive of note to suggest product error. Review of the device history records did not reveal any related mfg deviations or anomalies. A complaint database search finds no other reported issues with the provided part and lot code, since release for distribution. The investigation could not verify or identify any evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the investigation will be reopened. Depuy considers the investigation closed.